Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was exhibiting high thresholds. A device interrogation also revealed an increase in right ventricular (rv) lead impedance which was described as variable. It was later reported that lv thresholds had risen almost immediately following implant. The rv lead remains in use. The lv lead was explanted and replaced along with a cardiac resynchronization therapy defibrillator (crt-d) which was reported to have exhibited premature battery depletion. No patient complications have been reported as a result of this event.